Event description:
It was reported that this right ventricular (rv) lead exhibited low amplitude and high pacing thresholds after an implantable left ventricular assist device (lvad) was placed. Therefore, it was capped and surgically abandoned. A new lead was successfully implanted. No additional adverse patient effects were reported.